Event description:
During a coronary artery drug eluting stenting treatment procedure resistance was felt when withdrawing the balloon delivery system after stent deployment. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 80% stenosed region of the mid left anterior descending artery (lad). The physician direct stented the lesion with one taxus liberte 2.5x24 mm drug eluting stent. The taxus stent was deployed at 16 atm. After deloyment mild withdrawal resistance was experienced. The balloon deployment system was finally withdrawn with increased force. The drug eluting stent was then post dilated. No pt complications resulted from this event, and the pt was in satisfactory/good condition.